Manufacturer narrative:
(B)(6). The device was manufactured from july 29, 2022 - august 1, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the infusion line (next to the fill port) of a small volume folfusor. The pm was further described as black thread-like impurities inside the infusion line, near the fill port. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil 4450mg. There was no patient involvement. No additional information is available.